Manufacturer narrative:
Concomitant medical product: pco20x parietex pcox rnd 20cm x1 (lot# poa1012x), abstack30 abs fixation device 30 tacks (lot# n4e1685x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, unincorporated mesh, recurrence, failure of mesh, and pain. Post-operative patient treatment included mesh removal surgery.